Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Not returned.

Event description:
Follow up revealed that the patient's drg ins was explanted and replaced and relocated, which addressed the issue.